Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref. MFR report: 1627487-2014-15368. The pt underwent a procedure for a trial scs system. It was reported as the physician placed the second trial lead, the pt moved significantly and subsequently experienced pain in her right foot and ankle. The leads were removed after approximately 10 minutes and the pt was sent to the emergency room. Follow-up info indicated testing conducted in the emergency room was negative, the pt was discharged the dame day and the issue has resolved.